Manufacturer narrative:
(B)(4). Concomitant devices - persona cemented stemmed natural tibial component size e right catalog #: 42532007102 lot #: 62919352, persona posterior stabilized cemented narrow femoral component size 7 right catalog #: 42500006202 lot #: 62806584, persona fixed bearing posterior stabilized articular surface 10 mm right catalog #: 42521400710 lot #: 62824326. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Review of the primary operative notes confirms that the patient underwent right total knee arthroplasty for degenerative knee joint disease. The knee was felt to be well-aligned and stable throughout the range of motion after insertion of trial and final knee components. An x-ray report taken approximately three years and four months post-operatively identified that the components are anatomically aligned. There is no acute abnormality, evidence of osteolysis or implant malfunction. However, it was identified that patient fell post-surgery and subsequently started experiencing crackling noise and pain. The root cause of the reported event is the patient¿s activity/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00560, 3007963827-2018-00115, 0002648920-2018-00561.

Event description:
It is reported that the patient is experiencing knee pain following right knee arthroplasty. It was noted that no additional surgeries or other forms of treatment were required. No additional patient consequences were reported.